Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was fluctuating from 40 to 200 mg/dl. The customer did not know the cause of the fluctuation and declined tandem customer technical support's (cts) offer to troubleshoot. Cts advised the customer to discuss the bg levels with a healthcare provider.